Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred after the pump. Customer's blood glucose level was 350 mg/dl. Reportedly, the customer the customer did not have alternate therapy available at the time of the event. Multiple attempts were made by tandem technical support to follow up with the customer; however, no further information was provided on the reported event.